Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the current pump and will revert to alternate insulin therapy if necessary.